Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on 02/14/2014. (B)(4).

Event description:
The licensed practical nurse (lpn) reported that the surgeon observed a fiber tuck to the posterior side of an intraocular lens (iol) during surgery. She was not able to remove it during surgery. No patient impact was reported. No additional information is expected.